Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire became stuck with a balloon during use. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it is possible that manipulation of the wire, when resistance was encountered, contributed to the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the right coronary artery with moderate calcification, moderate tortuosity and 90% stenosis. The balance middleweight universal ii guide wire was advanced to the lesion and the lesion was pre-dilated with an unspecified balloon. Two unspecified stents were implanted and another balloon was used for post dilatation. This balloon faced resistance with the guide wire during advancement and became stuck with the wire during removal and the devices were removed together. It was noted that the middle of the wire was separated. The whole device was removed as a single unit. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another unspecified guide wire was used to complete the procedure. No additional information was provided.